Event description:
It was reported that the device was used during a thoracic procedure, the device could not open after correct usage. Third part of the firing cycle was hard to push and there was a noise. After a second firing cycle the device would not open. Same problem after 4 reloads, and could not be opened after the firing cycle. Second device reloaded twice and had the same problem. There was no consequence on the patient.